Manufacturer narrative:
The tibial and patellar components can not be evaluated for the reported wear and loss of fixation of the tibial component as they have not been returned to co but rather have been discarded by the hospital. A review of the device history records for both components found that all attributes which could have affected this event met design requirements during mfg.

Event description:
Reporter stated, revision surgery revealed polyethylene wear of the tibial insert and patella. The tibial baseplate also settled into varus and was removed. The femoral component was also revised at this time to a compatible revision component.